Event description:
It was reported that following the implant of this right ventricular (rv) lead, the physician noted over-sensed p-waves. Two days later, the physician surgically repositioned the rv lead to resolve the event. The patient was stable with no additional adverse effects. The rv lead remains implanted and in-service.